Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to sense properly. During a general device replacement procedure, the physician elected to surgically abandon and replace the ra lead. The ra lead is no longer in service and there were no adverse patient effects reported.